Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought that their healthcare professional (hcp) implanted their implantable neurostimulator (ins) in the wrong spot for her because it was hard to reach. The patient also noted that her first ins was in her stomach and it was easier to use. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported.